Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an increased airstream temperature (hot temperature alarm) occurred. The increased temperature condition appears to have been caused by the environmental conditions in which the device was operating.